Event description:
The reporter stated, that the surgeon explanted a three piece silicone lens model aq2003v from the pt's eye one month post-op, due to the pt was not satisfied with the results of their vision and wanted a different power lens in their eye. The lens was cut in half to be removed and was replaced with another model lens. The reporter stated, that there was no problems with this lens, it was pt preference.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half. Clear surgical residue on the lens.